Manufacturer narrative:
Device eval and service pending.

Event description:
The manufacturers service engineer reported a pressure sensors failure was noted. The service engineer replaced the data acquisition pcb board to address the reported problem.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator alarmed and went vent inop while in use on pt. The customer reported that there was no pt harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device eval and service is pending.